Event description:
The customer reported that they undertook revision surgery because the exeter stem had snapped mid trunnion.

Manufacturer narrative:
Additional info: section d - product return and returned date. H3 device evaluated by mfg. An event regarding crack/fracture involving an exeter stem was reported. Based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event. The device are included in the material analysis report (mar), dated 22 june 2018. There was nothing remarkable to report regarding the ceramic head. The head remained attached to the trunnion of the stem. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The customer reported that they undertook revision surgery because the exeter stem had snapped mid trunnion.